Manufacturer narrative:
Unit alarmed pump error 37 during rewind due to corroded motor home switch. The electronic assembly was found with traces of corrosion. Unable to perform displacement test due to pump error 37. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer's blood glucose value was 12.8 mmol/l at the time of the incident. Customer will return device for analysis.